Event description:
The patient was a male with a history of hypertension, hyperlipidemia, and myocardial infarction. He weighed 75kg. Medications at baseline were aspirin, clopidogrel, statins, ace inhibitors, and beta blockers. The indication for the index procedure was silent ischemia. A nuclear scan was done. During the procedure, gp iib/iiia inhibitor (epitabifide (e.g. Integrilin)) and heparin were given. Medication given after the index procedure and prior to discharge was aspirin and clopidogrel. Baseline and post-procedure ecgs were conducted. Heart rate at baseline was 74/min. There was sinus rhythm. Blood pressure was 139/72. Lvef% was >50. Pre-procedure peak ck and troponin were normal. The target lesion was the left anterior descending artery (lad), proximal, mid, and distal. The vessel was 2.5mm in diameter and the lesion was 28mm in length. Pre-procedure stenosis was 90%. Timi flow pre-procedure was not given. The lesion was de novo, a bifurcation, not ostial, with irregular contour, no angulation, eccentric, and moderately calcified. Lesion classification was c. Medina classification of the lesion location was 1,1,1. A 6f guide catheter was used. The lesion was pre-dilated with a 2 x 15mm balloon at 21 atm. Two stents were placed abutting in the lesion. A crb18225 was deployed at 20atm and crb33250 was deployed at 24atm. The crb33250 was post-dilated with a 3.5 x 13mm balloon at 20atm, because of the bifurcation. A final kissing balloon was used. No complications occurred during the procedure. Timi flow post-procedure was 3. Post-procedure stenosis was 0%. Post-procedure peak ck was <2times upper normal limit (unl) but still elevated. Troponin was >=5 times unl. The day after the procedure, the patient experienced a non q-wave, anterior myocardial infarction. It is undetermined if the target vessel was related to the mi. The patient did not develop chest pain. However, there were non-specific anterior st elevation, peak ck was <2 times unl and troponin was >5 times unl. The event was resolved without sequel. Date of discharge and medications at discharge are unk. The patient was followed up a month later and was asymptomatic. This is one of two reports submitted for the same event. Please reference MFR report#s: 9616099-2007-02281 and -02282.

Manufacturer narrative:
Cypher select plus is not distributed in the us however, it is similar to us distributed cypher product. Add'l info will be submitted within 30 days of receipt.